Event description:
It was reported during implant procedure that the right ventricular lead perforated the subclavian vein. Due to removal difficulty, the lead was abandoned in the body. This resulted in diaphragm stimulation and patient discomfort. Further information was requested, but not yet available. The patient was stable.

Manufacturer narrative:
The reported event was for muscle stimulation. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures. The partial lead connector portion had internal shorting due to procedure damage to the inner coil, outer coil, inner insulation, and the outer insulation found at the distal end.

Event description:
New information received notes that the lead was explanted 20 mar 2023. The patient was stable.